Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction h6: investigation conclusion ¿ additional information.

Event description:
It was reported that a dexcom app crash occurred,. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.